Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was severed and missing. Additionally, the trunk cable connector j702 on the distribution node pca was physically damaged. The root cause for the missing trunk cable was physical abuse. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.